Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced pain and exposure of the mesh. Additional information has been requested.